Event description:
Customer called to report that she had high blood glucose and she was unable to get the blood glucose down. Customer stated that the paramedics were called and she was taken to the hospital. The blood glucose reading was 454 mg/dl when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.